Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device contained 3500mg 5-fluorouracil (5-fu) in 173ml 0.9% sodium chloride (nacl) for a total volume of 243 ml. The expected therapy time was 46 hours; however, after 48 hours, drug remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.